Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the report of the device not accepting burr was not duplicated. However, during evaluation, it was determined that the attachment could not be secured in place due to a nose pin pushed in which renders the pretest unable to be performed. It was determined that this was indicative of loctite wearing off combined with constant medical activity and numerous usage of attachments. In addition, it was determined that the unit was power broken. It was determined that the locking sub assembly could not be disassembled due to the nose pins being pushed in, however this problem was indicative of damage in the lock cylinder and the pawl release due to normal use and servicing over time. It was further determined that there was a hole in the hose near the muffler below the hose ring and the hose muffler housing. This damage was consistent with the damage caused by the assembly tool in manufacturing. This issue was escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine inspection, it was observed that the motor device would not accept burr device. During in-house engineering evaluation, it was observed that the device was power broken. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.